Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low and high blood glucose on (B)(6) 2017, with blood glucose level were 424 mg/dl and 25 mg/dl. The customer¿s blood glucose level was 95 mg/dl. The customer was treated with orange juice and in emergency medical service. The customer was wearing the insulin pump prior during the hospitalization. The customer stated that the sensor glucose 100 mg/dl and blood glucose 400 mg/dl difference is not within acceptable range. The customer was advised to monitor her pump and call back if issue persist. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit uploaded properly using carelink. Device communicated properly with the minilink transmitter and the glucose sensor simulator. The test value of 135 mg/dl was properly listed on the pump sensor graph screen. No pump/sensor transmitter communication anomaly or calibration anomaly noted. No motor error alarm or motor position encoder alarm noted during testing. The motor was tested outside of the unit and passed. Device had minor scratched display window, broken battery tube threads and cracked reservoir tube lip.